Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the stylet could not be advanced through the attempted right atrial (ra) lead. The lead was removed and a different lead was successful implanted. No patient complications have been reported as a result of this event.